Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/16/2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation.